Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l36763, implanted: (B)(6) 1996, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: l36763, (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 25-mar-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving a dilaudid and morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The date of the event was approximately 5-6 years ago. The catheter was sheared in half. The pump flipped and adhered to the tissue around it. The pump was backwards, and the hcp ended up flipping back from the outside. It was very uncomfortable. The catheter totally calcified because she had been waiting for clearance for 5 years to have it checked. The pump and catheter were replaced (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID: 8703w, lot# l36763, implanted: (B)(6) 1996, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-may-15. It was reported that the pump and catheter were "totally crystalized." There were no further complications reported/anticipated.